Manufacturer narrative:
A beckman coulter customer technical support assisted the customer troubleshoot the au5800 clinical chemistry analyzer. The perform enhance cleaning on the ise (ion selective electrode) however this did not resolve the issue. The customer replaced the sample probe to resolve the issue. No further issues noted after replacement of probe. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported generation of false low patient results on the ise (ion selective electrode) module for sodium (na), potassium (k), and chloride (cl) involving the au5800 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.